Event description:
It was reported to patient services that this rv lead had an alert on (B)(6) 2012 for high pacing lead impedances. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).